Manufacturer narrative:
H3: product analysis found visually, there was no damage to the distal tip and no loose components. However, there were indentions on the proximal end of the outside diameter of the outer hub (locking area) when returned. Functionally, the inner assembly was seized when attempting to index by hand. Pliers were used to unseize the inner and outer assemblies and a white residue consistent with adhesive was observed on the outside diameter of the inner shaft. Per the drawing, loctite gets applied between the retainer and outer hub and the knurls of the inner and outer hubs. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while preparing for the functional endoscopic sinus surgery, when setting up of the blade to the microdebrider and during testing, the blade was giving noise and the rotation was abnormal. Another blade was used to complete the surgery. Therewas no patient impact.